Event description:
The customer stated an architect i2000sr analyzer generated a positive bias for the ipth assay, and generated a false positive ipth result for one patient sample. The architect ipth showed a positive bias when compared to advia centaur, roche cobas, and siemens immulite analyzers in validation testing, further comparison studies, and in proficiency testing. All quality controls and proficiency testing was in range. The architect generated an initial ipth result of 100 pg/ml for one patient sample from a (B)(6) year old female. The patient's vitamin d and calcium results were normal. The sample was repeated on a siemens immulite analyzer and generated an ipth result of 37 pg/ml. The sample was repeated on the architect two weeks later and an ipth result of 84 pg/ml was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
A correction has been added to product catalog number-size code has been corrected from 08k25-25 to 08k25-27.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect intact pth, ln 08k25-25, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.